Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sep2019. The field service engineer (fse) evaluated the device and found a relevant error code in the diagnostic. The fse could not duplicate the reported issue. The data acquisition (da) printed circuit board (pcb) was replaced. The ventilator passed all testing and operated within the manufacturing specifications. Failure analysis of the returned part indicates: there was no product deficiency found on the returned da pcb. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator generated a proximal pressure failure alarm. The ventilator was not in use on a patient at the time of the event occurred.